Event description:
A complaint was rec'd stating the pt's precision system was explanted due to skin erosion at the pocket site. A new precision system was implanted. The physician states that pt currently has health issues causing the pocket to erode. Pt is reportedly doing well.